Manufacturer narrative:
Concomitant medical products: product ID 64002, lot# n418263, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: adapter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that the patient had their implantable neurostimulator (ins) and adapter replace on (B)(6) 2016 due to a return of symptoms that included more fatigue and dystonic pulling that began in (B)(6) 2016 following an ins replacement for normal battery depletion. It was also noted that there was a short on 0-1 that was 50 ohms; all other pairs were within normal range. It was speculated that the short was intermittent and was responsible for the patient¿s change of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.